Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. Philips technical support provided trouble shooting: the failure recommendation is to replace adjust the speaker voltage and the replaced the power management (pm) board. Provided customer with the part number and price for the pm board. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had the following 2 errors: primary alarm failed (1102) and machine pressure sensor autozero failed (1108). There was no patient involvement.